Event description:
It was reported that deflation failure occurred. The 75% stenosed target lesion was located in a shunt in a mildly tortuous and severely calcified vessel in the left arm. After a guidewire crossed the lesion, a 7.0 x 100, 75cm mustang balloon catheter was advanced to nominally dilate the lesion. The saline-contrast ratio was visually confirmed in a 1:1 ratio. The balloon was inflated at 8 atmospheres for 1 minute. However, when deflation was attempted, the pressure did not decrease at all; and as an emergency measure, the balloon was forcibly ruptured using a surflo needle inserted into the sheath, and then it was safely removed from the sheath. Upon actual device inspection after the procedure, it was confirmed that the shaft was bent. The procedure was completed with this device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Age or date of birth- age at time of event: 18 years or older.